Manufacturer narrative:
Correction: on initial MDR the FDA product problem code 2915 was an error. It should have been 2588 and 1069 on the initial MDR. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, there was injector malformation, due to which the lens haptic was stuck onto injector and broke off. There was patient contact. Additional information received stated that patient's right eye was affected and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).